Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Later, healthcare professional reported "age of implant" of a non-abbvie device. Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: e.1., g.2.

Event description:
Patient reported "lump" and "capsular contracture baker grade unknown". Later, healthcare professional reported "capsular contracture baker grade unknown". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (unknown baker grade).

Event description:
Patient reporting right side lump and capsular contracture (unknown baker grade). Device remains implanted.